Manufacturer narrative:
A complaint history examination indicates one additional complaint was associated with the probe lot. There have been no additional complaints reported against the finish goods lot. The returned sample was visually and functionally tested and passed testing. Product conforms to functional requirement when tested despite the evidence of use for about 15 minutes of continuous actuation/aspiration. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the vitrectomy probe aspiration was very weak during the procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient.